Manufacturer narrative:
The associated hyfrecator pencil was not received and therefore could not be evaluated. The age of the pencil used with the unit at time of this event is unknown. The hyfrecator 2000 was returned for analysis. An alternate pencil was used to test the unit. The functional testing determined the hyfrecator 2000 operates within specification. The root cause of the reported fire could not be determined. Visual examination of the generator found burn marks on the cover and connector plate. A two-year review of complaint history shows that this is the only adverse event report received for this device. During this same two-year period over (B)(4) units were sold world-wide. This failure mode is addressed in the risk management report - hyfrecator 2000 pencils, and the safety risk has been found to be acceptable. As provided in the instructions for use, the user is advised to always place associated electrosurgical accessories in a safe insulated location, such as a holster, when not in use, to avoid burns. These devices should be inspected before use. Visually examine the devices for obvious physical damage: cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps or significant discoloration.

Manufacturer narrative:
The product has not yet been received for evaluation. The device is en route and once received conmed will perform an evaluation. Upon completion of the investigation conmed will file a supplemental medwatch report.

Event description:
The customer reported an incident happened in the see and treat clinic of dermatology department. Surgical nurse practitioner had done a curette and cautery to patient's skin lesion on the left parietal scalp. Following use of the hyfrecator 2000, a cauterising device, the hyfrecator 2000 reusable hand-switching accessory handpiece was put aside hung on the unit. While surgical nurse practitioner was applying post-op wound dressing, noticed the hyfrecator handpiece that was attached to the hyfrecator 2000 unit burning. The flame was put out by 'blowing air' into it and immediately pulled the plug from the socket. No harm caused to either the patient or members of staff present in the treatment room. This report is raised on the basis of potential for injury with recurrence.